Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ perforation of essure device/ perforation (uterus)/misplaced essure device/devices which appear to be partially or fully within the uterus and not in the expected location of the fallopian tubes/essure coils malpositioned'), uterine perforation ('migration/ perforation of essure device/ perforation (uterus)') and embedded device ('a metallic coil is embedded in both anterior and posterior endometrial cavity') in an adult female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2000, vaginal bleeding, menorrhagia, endometrial ablation, fibromyalgia, epstein-barr virus antibody positive, nausea, cholecystectomy, retroverted uterus, nabothian cyst, abdominal pain lower, discomfort, stress, indigestion, chest pain, anxiety, ulcer stomach, peptic ulcer disease, nauseous, epigastric pain, duodenitis, esophagitis, depressive disorder, hyperaemia, gastroduodenitis, hyperemia, panic attacks, insomnia, appetite lost, palpitations, breathlessness, panic disorder, cervical spinal stenosis, irregular periods, d & c, fibrosis, fibromyalgia, endometrial ablation and loose stools. No vaginal discharge or bleeding and denies being pregnant. No dysuria computed tomography ¿ abdomen and pelvis with intravenous contrast. She had a cat scan of the abdomen and pelvis which revealed misplaced essure tubal occluding devices, which appear to be partially fully within the uterus, but not in the expected location of the fallopian tubes. On (B)(6) 2008: patient underwent CT scans: result: some mesentery lymphadenitis. On (B)(6) 2008:CT abdomen with cntrst; CT pelvis with cntrst: impression: large amount of stool within the colon. Normal appendix. Borderline enlarged pericecal lymphadenopathy. On (B)(6) 2009 and on (B)(6) 2009: cat scan of the abdomen done which showed essure tubal occluding device which appeared to be partially or fully within the ureter and not in the expected location of the fallopian tube. A cat scan also showed stable small hemangiomas and there was no evidence of acute appendicitis. On (B)(6) 2009: computed tomography - abdomen and pelvis with intravenous: admit for pain impression: 1. Misplaced essure tubal occluding devices which appear to be partially or fully within the uterus and not in the expected location of the fallopian tubes. Correlation with a hysterogram is advised to assess for tubal patency. 2. Stable hepatic small hemangiomas and other low attenuation lesions. No evidence for acute appendicitis. On (B)(6) 2009: cat scan of the abdomen and pelvis was done which showed small lesions in the liver which were too small for categorization and has been stable scan through pelvis demonstrated essure tubal occlusion devices noted to be partially in the endometrial cavity. No inguinal or side wall lymphadenopathy. Previously administered products included for an unreported indication: protonix, carafate, flagyl, zoloft, klonopin and donnatal. Concurrent conditions included abdominal pain, flank pain, cyst rupture, escherichia coli test positive, gastritis, upper abdominal pain, hypoaesthesia, unable to eat, diarrhea, chills, anorexia, myalgia, dizzy, constipation, right upper quadrant pain, breathing rate increased, back pain, shaking, uncontrollable crying, change in bowel habits, flank pain, hematuria, postprandial nausea, hemangioma of liver, gallbladder disorder, hiatal hernia, renal colic, dysmenorrhoea and weakness. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2013, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti") and vaginal infection ("vaginitis"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rash ("rash"), chest pain ("chest pain") and gastrointestinal disorder ("gastrointestinal issues"). The patient was treated with surgery (hysterectomy (full), hysterectomy (full),the patient underwent a total abdominal hysterectomy. And the patient underwent a total abdominal hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, uterine perforation, embedded device, pelvic pain, urinary tract infection, vaginal infection, dysmenorrhoea, chest pain and gastrointestinal disorder outcome was unknown and the abdominal pain and rash had resolved. The reporter considered abdominal pain, chest pain, device expulsion, dysmenorrhoea, embedded device, gastrointestinal disorder, pelvic pain, rash, urinary tract infection, uterine perforation and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: the essure sterilization devices may be partially in the uterus, but she was evaluated by gyn and felt that they were positioned. Impression: abdominal pain of unclear etiology. It seems relatively high in the abdomen to be related to the recent endometrial ablation or even the essure sterilization procedure. This pain is not typical for gastritis or peptic ulcer disease which she has had in the past. There is certainly a high degree of anxiety related to this pain. Endoscopy - on (B)(6) 2009: gastritis. Pathology test - on (B)(6) 2009: positive for gardnerella.; on (B)(6) 2013: clinical diagnosis: uterus and cervix: cervix with nabothian cyst and immature squamous metaplasia. Focal adenomyosis. Generally inactive and denuded endometrium. Serosal adhesions. Essure tubal occlusion device identified within the endometrial cavity.. Pregnancy test urine - on an unknown date: results: negative. Ultrasound abdomen - on (B)(6) 2009: impression: hepatic lesion consistent with a benign hemangioma. Otherwise unremarkable.; on (B)(6) 2011: impression: negative ultrasound of the abdomen with a probable small cavernous hemangioma in the right lobe of the liver.. Ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion and the results where received on (B)(6) 2009 and healthcare provider tell about the results that the coils were in place, received confirmation the same day and date of communication was (B)(6) 2009. Concerning the injuries reported in this case, the following ones were described in patient¿s via social media event chest pain, gastrointestinal disorder and via medical record confirming events pelvic pain, urinary tract infection, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: mr received. Event a metallic coil is embedded in both anterior and posterior endometrial cavity was added from mr. Lab data was added. Concomitant and historical drugs, conditions were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ perforation of essure device/ perforation (uterus)") and uterine perforation ("migration/ perforation of essure device/ perforation (uterus)") in an adult female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding, menorrhagia, endometrial ablation, fibromyalgia, epstein-barr virus antibody positive, nausea and cholecystectomy. No vaginal discharge or bleeding and denies being pregnant. No dysuria. Concurrent conditions included abdominal pain, flank pain, cyst rupture and escherichia coli test positive. Concomitant products included oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti") and vaginal infection ("vaginitis"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced rash ("rash"), chest pain ("chest pain") and gastrointestinal disorder ("gastrointestinal issues"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, uterine perforation, pelvic pain, urinary tract infection, vaginal infection, dysmenorrhoea, chest pain and gastrointestinal disorder outcome was unknown and the abdominal pain and rash had resolved. The reporter considered abdominal pain, chest pain, device expulsion, dysmenorrhoea, gastrointestinal disorder, pelvic pain, rash, urinary tract infection, uterine perforation and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative on (B)(6) 2009 by transvaginal ultrasound (tvu) and the results of confirmation test was total bilateral occlusion and the results where received on (B)(6) 2009 and healthcare provider tell about the results that the coils were in place, received confirmation the same day and date of communication was (B)(6) 2009. Computed tomography ¿ abdomen and pelvis with intravenous contrast. She had a cat scan of the abdomen and pelvis which revealed misplaced essure tubal occluding devices, which appear to be partially fully within the uterus, but not in the expected location of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s via social media event chest pain, gastrointestinal disorder and via medical record confirming events pelvic pain, urinary tract infection, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of essure device/ perforation (uterus)") and device expulsion ("migration/ perforation of essure device/ perforation (uterus)") in an adult female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding, menorrhagia, endometrial ablation, fibromyalgia, epstein-barr virus antibody, nausea and cholecystectomy. No vaginal discharge or bleeding and denies being pregnant. No dysuria. Concurrent conditions included abdominal pain, flank pain, cyst rupture and escherichia coli test positive. Concomitant products included oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In august 2013, the patient experienced pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced urinary tract infection ("uti"), vaginal infection ("vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash"), chest pain ("chest pain") and gastrointestinal disorder ("gastrointestinal issues"). The patient was treated with surgery (hysterectomy (full)) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, pelvic pain, urinary tract infection, vaginal infection, dysmenorrhoea, chest pain and gastrointestinal disorder outcome was unknown and the abdominal pain and rash had resolved. The reporter considered abdominal pain, chest pain, device expulsion, dysmenorrhoea, gastrointestinal disorder, pelvic pain, rash, urinary tract infection, uterine perforation and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative on nov-2009 by transvaginal ultrasound (tvu) and the results of confirmation test was total bilateral occlusion and the results where received on nov2009 and healthcare provider tell about the results that the coils were in place, received confirmation the same day and date of communication was nov2009. Computed tomography ¿ abdomen and pelvis with intravenous contrast. She had a cat scan of the abdomen and pelvis which revealed misplaced essure tubal occluding devices, which appear to be partially fully within the uterus, but not in the expected location of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s via social media event chest pain, gastrointestinal disorder and via medical record confirming events pelvic pain, urinary tract infection, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication. Events vaginal infection, dysmenorrhoea, rash, chest pain, gastrointestinal disorder were added. Follow-up 1, 2 and 3 processed together on (B)(6) 2018: follow-up 1, 2 and 3 processed together on (B)(6) 2018: follow-up 1, 2 and 3 processed together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (in (B)(6) 2013 underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and perforation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.